Event description:
User allegedly had "test strips testing improperly". User was receiving very high and very low readings after just purchasing [the strips] from sam's club. User was storing strips in bedroom drawer.